Event description:
It was reported that the patient underwent an unknown surgical procedure following childbirth on an unknown date and suture was used. Following the procedure, the patient experienced suture spitting and delayed wound healing due to fistulas. The patient is being treated by an allergist and the physician opines the patient may have developed sinuses rather than fistulas.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.